Manufacturer narrative:
On (B)(4) 2011: this event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
Reportedly, on (B)(6) 2011 and (B)(6) 2010 follow-up, telemetry delay was observed when terminating the sensing test. The device did not return to normal programming (dddr at 60bpm) and temporary parameters were still applied after the test was stopped i.e vvi at 30bpm continued for 10-20 seconds. Programming head was removed and replaced but normal function resumed spontaneously a few seconds after this. The physician noticed that this issue was also observed with two other devices. The physician wants to know if the issue comes from the device or the orchestra programmer. However, because an issue with the ventricular lead is suspected, the lead and the device replacement are scheduled.